Manufacturer narrative:
H10: multiple photos of the screen of the machine during the treatment were made available and were visually inspected. The photos were aligned with the data of the log files. The event history log review showed that the clotting alarms were triggered when the disposable set arrived at its maximum allowed life span. There is no indication that the machine failed to work according to specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) in hemodiafiltration (cvvhdf) mode (connected to extracorporeal membrane oxygenation circuit), with a prismaflex control unit and a prismaflex hf20, on a pediatric patient, treatment was voluntarily discontinued for four and a half hours. It was reported that the patient¿s ¿extracorporeal membrane oxygenation decannulated and 8fr temporary dialysis catheter¿ was inserted in the left internal jugular. Crrt was restarted via catheter and seven hours later, clotting occurred thirty minutes later resulting in an unspecified amount of blood loss. Crrt was restarted and clotting occurred eighteen hours into treatment resulting in an unspecified amount of blood loss. Crrt was again restarted on the same day and clotted seven hours later resulting in an unspecified amount of blood loss. Crrt was again restarted and again clotted resulting in an unspecified amount of blood loss. Treatment was restarted an hour and half later and this also resulted in clotting thirteen hours into treatment with an unspecified amount of blood loss. The patient required packed red blood cells transfusion for the event. The outcome was not reported. No additional information is available.